Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® molding & occlusion balloon (mob), gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis for abdominal aortic aneurysm and left iliac aneurysm. During advancement of the iliac branch component (ibc), it was reported that ¿wire wrap¿ occurred. The delivery catheter was rotated to resolve it. Then, angiography revealed occlusion of the left internal iliac artery. It was considered that the occlusion was due to thrombus embolization. It was decided that the internal iliac component was not to be implanted. The left internal iliac artery was covered by ibc. The aortic extender endoprosthesis was deployed to extend the device proximally, and the whole device was touched up using mob. It was reported that the position of the balloon was slightly out of the device and was at the tortuous part of the proximal neck. It was suggested that the strength of inflation was a little stronger. Then, localized dissection was observed near the lower renal artery. A distal type I endoleak was also observed in the right limb. The dissection and endoleak will be monitored. After all stent graft deployments, the pulse of left dorsalis pedis artery was not confirmed. Angiography revealed narrowed areas in the anterior tibial artery and posterior tibial artery due to thrombus embolization. It was reported that physician believed that the thrombus embolization to the tibialis anterior and tibialis posterior arteries was also likely to had occurred during the first wire manipulation or ibc rotation. Balloon dilation and thrombus removal were performed. The patient tolerated the procedure. The physician stated as follows; it was concerned that this case had many thrombus overall and the condition was bad. The thrombus embolization was likely to had occurred during the first wire manipulation or ceb231210a rotation in the body. Localized dissection in the proximal side was caused by calcification plus balloon position and strength.